Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186 , UDI:(B)(4) , serial: (B)(4) batch:a000121095.

Event description:
It was reported that the patient's lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 during which the existing lead was repositioned to address the issue. However, it is unknown which lead migrated.